Manufacturer narrative:
One sample unit was received for evaluation by our quality engineer team. Upon examination, it was observed that the needle was partially retracted and there was damage to the grip of the product. A functionality test was performed, in which the needle was pushed and repositioned outside of the barrel, the button was then depressed and the needle did not retract successfully. This defect was determined to be caused during manufacturing, specifically within the plug probe and the load barrel stations. If misaligned, they can produce the type of damage observed. Manufacturing personnel have been notified of this issue. Device/batch history record review: although the review of the dhrs review are required for MDR¿s per CPR 071, a review could not be performed as the lot number was not provided. A search of the qn /sap database could not be done; no lot number was provided for this incident. Observations and testing: received one used iag/bc 22ga unit from the unknown lot number. The unit consisted of the needle safety barrel assembly and needle cover. Visual/microscopic examination: observed the needle was partially retracted into the safety barrel leaving the needle tip exposed. Observed damage on the grip; inward causing the partial retraction. The damage was in the area at the bottom of the grip where it connects to the barrel. Functional test (needle retraction) was performed: the needle was pushed and repositioned to the out position the button was depressed. The retraction was unsuccessful. The returned used unit provided for evaluation displayed a damaged grip; which inhibited the needle from retracting. The defect needle retraction failure; as stated as the reported code was confirmed with the returned used unit. The returned unit displayed damage to the grip component. This damage inhibited a full retraction of the needle into the barrel upon activation. Reproduction of the customer¿s experience was achieved with the testing that was performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Root cause (relationship of device to the reported incident): manufacturing comment: the plug probe and the load barrel stations in zone 5 have the ability to become misaligned and produce the type of damage observed in the returned sample. When there is a misalignment, the probe inadvertently contacts the edge of the grip and causes the damage observed in the complaint.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the safety on a bd insyte¿ autoguard¿ bc shielded IV catheter did not retract when activated. No injury or medical intervention.